Event description:
It was reported that the patient passed away on (B) (6) 2009. The patient was found in his bed and the death was not witnessed. Per the coroner, the patient did not die of natural causes and the death was classified as "adult death in epilepsy". However, the coroner could find "no specific stigmata of an epileptic fit" around time of death. Per coroner and manufacturer medical professional, the death is a probable sudep. Follow-up with the treating physician reveals that the patient had not had a seizure since (B) (6) 2009 and was last seen by physician on (B) (6) 2009. The patient was receiving vns therapy at the time of death, but the physician does not believe the death is related to vns. Product was explanted and has been obtained by manufacturer representative in (B) (4), but has not been received by manufacturer for analysis to date.